Manufacturer narrative:
Additional manufacturer narrative: the reported mitral stenosis, regurgitation and restricted leaflet motion in vivo could not be confirmed. Under edward¿s standardized in vitro testing conditions, the trf is 1.0 %, which is 15 times lower than the 15 % maximum allowed for a mitral valve of this size per iso584-2:2015. The reported mitral regurgitation could not be reproduced with in vitro testing. The eoa is 1.0 cm2 which is lower than the 1.25 cm2 minimum allowed per iso582-2:2015. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. Based on the information received, no abnormality was detected on the valve approximately 6 days post implant and the presence of thrombotic material on the valve, it is possible the reported reduction of leaflet mobility and malfunction of the valve may have been related to the thrombosis developed on the bioprosthesis. However, with limited patient information, the root causes for the restriction of the leaflets and malfunction of valve observed in vivo could not be determined at this time. The complaint trend was assessed and it was found not to be in control. A manufacturing defect was not identified. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems.

Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be submitted when evaluation is complete.

Event description:
Edwards received information that a 25 mm mitral valve was explanted due to mitral stenosis and regurgitation after an implant duration of seventeen (17) days. This valve was originally implanted for mitral valve replacement to treat mitral stenosis. At implant, calcification was observed at mitral annulus. After removing calcification, a patch was used for reinforcement of mitral annulus. On postoperative day 8, decreased renal function was detected by blood test. Breathing function was also decreased and the patient was connected to a ventilator. On postoperative day 13, restricted leaflet motion was suspected in echo, however, it was not a problem yet. On postoperative day 14, dialysis treatment was started. On postoperative day 16, the patient was connected to percutaneous cardiopulmonary support device. On postoperative day 17, prosthetic valve dysfunction was determined in echo. The posterior leaflet lost leaflet mobility, and leaflet motion was restricted at the other two leaflets. No remarkable vegetation nor pannus were detected on explanted valve. The valve was explanted and replaced with a 25 mm non-edwards valve. There were no adverse patient effects as a result of the valve replacement.

Manufacturer narrative:
Device evaluated by manufacturer: customer report of stenosis was not confirmed, and report of regurgitation could not be confirmed through visual examination. X-ray demonstrated wireform intact. What appeared to be vegetation was observed on the sewing ring near leaflet 3. Thrombus like material was observed on leaflet 3 at the outflow aspect. Additional manufacturer narrative: at this time a definitive root cause cannot be determined. Further assessment is being conducted on the returned device. If additional information is known on the device, a supplemental will be submitted.